Event description:
It was reported that air in the line of a flo-gard IV solution administration set was observed during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection or during leak testing. A functionality test was performed on a pump. No air was noticed and no alarms were found. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.